Event description:
It was reported that during a supply change the ilet user accidentally confirmed drop formation on the pump before drops were actually observed, which advanced the process while the infusion set was not yet connected. With agent guidance the user completed the supply change workflow, then accessed fill tubing to obtain drops, connected the site, filled the cannula, and resumed insulin delivery without alerts or alarms. There were no reported symptoms or adverse clinical effects. Outcomes included successful completion of troubleshooting and education with normal insulin delivery restored. Investigation included remote guidance through pump menus and verification of proper fill steps. Investigation of this case revealed user operation error during the supply change sequence, with the device and infusion set components functioning as intended once correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error.